Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced difficulty using the pump, noting reduced fluid transfer compared to baseline and requiring more pumps to achieve the desired effect. The physician confirmed that the device remained functional but observed that the pump had become sticky. As a result, the device was explanted and replaced. No patient complications were reported.